Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
D9 updated. Investigation summary: peri-procedural adverse event/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was further reported that the patient was successfully explanted and work up was started by the heart transplant team. The explant was not due at any time because of ischemia.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that medical staff performed a femoral-femoral bypass to place the cp. The superficial femoral artery was placed beforehand.